Manufacturer narrative:
The reported event of "failure to sense/capture" was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and the patient presented for a lead replacement procedure. During the procedure, it was noted that the new rv lead exhibited low sensing and the physician struggled with exposing the helix of the new rv lead, the helix mechanism was turned multiple times. The helix was exposed and retracted outside of the body. The old rv lead was explanted, the new rv lead was not used and replaced during the procedure. There were no patient consequences.